Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the device was found at end of life (eol) status during follow-up. The device was unable to be interrogated and the patient exhibited a heart rate below 60 beats per minute (bpm). It was also mentioned that the patient had probably not attended a follow-up after implant in 2018. The device was subsequently explanted and replaced. It was mentioned that during device replacement, the physician observed a piece of about 2 centimeters long and 2 millimeters wide of remanent tissue on the connection between the device and the right ventricle lead, when he was retrieving the lead to switch it to the new device. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the device was found at end of life (eol) status during follow-up. The device was unable to be interrogated and the patient exhibited a heart rate below 60 beats per minute (bpm). It was also mentioned that the patient had probably not attended a follow-up after implant in 2018. The device was subsequently explanted and replaced. It was mentioned that during device replacement, the physician observed a piece of about 2 centimeters long and 2 millimeters wide of remanent tissue on the connection between the device and the right ventricle lead, when he was retrieving the lead to switch it to the new device. No additional adverse patient effects were reported. The device was returned for analysis.